Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -13.0/+1.5/098 (sphere/cylinder/axis), during the same surgery due to the lens tore/broke during delivery into the patients right eye (od). There was no patient injury. The patient was uncooperative during the operation and asked to stop the surgery. So the surgeon removed the icl lens. The surgeon does not plan to implant another icl lens. The reporter indicated the cause of the event was patient related factor.

Manufacturer narrative:
Device evaluation: lens was returned dry in a microcentrifuge vial with clear surgical residue on the lens. Visual inspection found the haptic torn with residue on the lens. (B)(4).